Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element mr ous 2.75 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a break at 21cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occured. Vascular accesss was obtained via right femoral artery. The eccentric, de novo target lesion was located in the mildy tortuous and mildly calcified left anterior descending artery. The lesion contained a >45 and <90 degrees bend. After a 6f guide catheter was engaged and 0.014 guide wire was placed, pre-dilatation was perfromed with a 1.50 mm balloon catheter. A 2.75mm x 20mm promus element drug-eluting stent was advanced to treat the lesion. However, the shaft broke upon advancing to the lesion. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occured. Vascular access was obtained via right femoral artery. The eccentric, de novo target lesion was located in the mildy tortuous and mildly calcified left anterior descending artery. The lesion contained a greater than 45 and less than 90 degrees bend. After a 6f guide catheter was engaged and 0.014 guide wire was placed, pre-dilatation was performed with a 1.50 mm balloon catheter. A 2.75mm x 20mm promus element drug-eluting stent was advanced to treat the lesion. However, the shaft broke upon advancing to the lesion. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.